Manufacturer narrative:
Investigation of this complaint is currently in progress.

Event description:
In 2007, nellcor puritan bennett received a report of cuff leak issues on a 4.5 pdc cuffed tracheostomy tube. The caller reported that the patient had to be re-intubated after a leak was detected on the 4.5 pdc cuffed tracheostomy tube.